Event description:
The pt was implanted with a smooth saline mammary prosthesis on 9/11/1998. Subsequently, the pt experienced capsular contracture, infection and inflammation. The device was removed on 12/9/1998.